Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported that there was migration of the charite disc noted 1 week post-op. The doctor revised the case removing the charite and replaced it with a smaller charite disc. Patient was part of the ide study prior to launch.